Manufacturer narrative:
One medfusion pump was received with the top case in excellent condition and visible contamination on the plunger head and by the flippers. There were missing parts inside the plunger head and the pump had been opened by the customer. The event history log was reviewed and there was a force sensor test in the history. The power up process and calibration verification test were performed. The force sensor test error was duplicated at power up. The steady state reading of the force sensor (with no pressure on it) had a count =0 and 0 = -0.84 lbs. There was no force indication when force was applied to the force sensor. The issue was caused by multiple components; the plunger head assembly (force sensor, plunger board, plunger cable, head mount, right and left plunger case). The issue was customer induced as there was contamination and foreign material found inside the plunger head. The defective components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure and a backup audible alarm. There was no patient involvement.